Event description:
The facility stated that they received a aa4204vl plate silicone lens in a unit carton that the perforation was not torn. However, the box was opened from the other pouch was open and the patient's ID card was partially filled out. No patient contact.